Event description:
A biomedical professional reported that the surgeon was "getting occlusions" during a cataract intraocular lens (iol) implant procedure. The procedure was able to be completed with the same machine with no delays or cancellations. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of the system's event log did not reveal any system messages that might indicate the occurrence of the reported event. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).